Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon impacted the cup and noticed the tip was bent.

Manufacturer narrative:
Examination of the returned instrument finds the threaded tip is damaged as reported. The overall condition of the instrument indicates it has been well used over time. The date code ag1205 indicates the instrument was manufactured in december of 2005 and is over 11 years old. Based on the age and overall condition of the instrument the root cause is attributed to wear out. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.